Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that the sheath couldn't peel completely. The physician had to pull out single parts of sheath, and it needed more time to pull out all the parts of sheath out of patient. The sheath split apart during the peeling. After positing the lead, physician was peeling the sheath, and sheath split apart during the peeling. He couldn't be peel completely. The user removed the broken parts of the sheath, out of the pocket, with a tweezer. There was no medical, or surgical intervention reported. Procedure completed successfully. No patient complications have been reported as a result of this event. No other additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up. B4,g3,g6,h2,h6,h10 the device used in treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, the following controls are in place to mitigate the reported product issue. Adelante s2s introducer sheath in-process and final inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testing sampling plan ansi z 1.4, special level IV, and aql 1.0 reduced. Manually break the sheath and hub and verify that the seals split easily without extreme elongation. Also verify that the split cap and seals remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Adelante, adelante-s and adelante-s2 sheath extrusion: select the extrusion tooling (pin/die) for the part to be extruded. Prior to installing the tooling, measure and inspect the tooling to ensure its suitability for use. For the two score line model sheath tubes: perform spc charting on the peel strength and critical dimensions. This is to be performed on every 100th extruded sheath. Measure the peel strength of the extruded sheath per procedure . Measure dimensions a-f using the vertex or optical comparator and the laser micrometer for the ovality. Peel test results and dimensional measurements are to be recorded in the extrusion spc data collection sheet . The spc data collection sheet is to be saved under each work order number in the appropriate folder. Per procedure, IFU, adelante safesheath ii: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up. B4,g3,g6,h2,h10,h11. Correction : per adelante-s introducer sheath in process and final inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testingsampling plan sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.